Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and drain complications, which required hospitalization and antibiotic therapy. The pdrn stated the etiology of the serious adverse events is unknown; therefore, causality could not be established. However, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction and/or deficiency, and the patient transitioned to hd for rrt due to personal reasons. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis (initially reported as a pd catheter exit-site infection) and transitioned to hemodialysis (hd). During follow-up, the pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted and diagnosed with peritonitis (pdrn denied the patient had any exit-site or pd catheter infection). The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime for approximately 2-3 days, then the patient decided he no longer wanted to perform ccpd and requested his pd catheter (not a fresenius product) be removed. Therefore, the patient¿s nephrologist ordered its removal, and a permanent hd catheter (not a fresenius product) was surgically placed. The patient¿s peritoneal effluent culture result returned negative for growth; however, the patient¿s antibiotic regimen was continued during hd intravenously. The patient transitioned to hd without reported issue and was discharged home on (B)(6) 2026 in stable condition. The patient has recovered from the serious adverse events and continues to undergo hd therapy as an outpatient. The pdrn reported that the cause of the peritonitis is unknown, however the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis (initially reported as a pd catheter exit-site infection) and transitioned to hemodialysis (hd). During follow-up, the pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted and diagnosed with peritonitis (pdrn denied the patient had any exit-site or pd catheter infection). The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime for approximately 2-3 days, then the patient decided he no longer wanted to perform ccpd and requested his pd catheter (not a fresenius product) be removed. Therefore, the patient¿s nephrologist ordered its removal, and a permanent hd catheter (not a fresenius product) was surgically placed. The patient¿s peritoneal effluent culture result returned negative for growth; however, the patient¿s antibiotic regimen was continued during hd intravenously. The patient transitioned to hd without reported issue and was discharged home on (B)(6) 2026 in stable condition. The patient has recovered from the serious adverse events and continues to undergo hd therapy as an outpatient. The pdrn reported that the cause of the peritonitis is unknown, however the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.